Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Sensor thermistor testing was performed and was within specification, indicating the sensor was providing accurate glucose readings. Poise voltage testing was performed but was not in specification range. An extended investigation was performed on the returned de-cased sensor and a visual inspection has been performed on the returned sensor puck and its printed circuit board assembly pcba (printed circuit board assembly) which revealed that no damage was observed during de-casing. The returned sensor was de-cased . Source measurement unit (smu) test was executed to assess the functionality of the returned sensor and verify the accuracy of its readings and all results were within specification, confirming absence of accuracy issues and proper functionality of the puck's thermistor. Poise voltage test was conducted, and the voltage was measured within the specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. Poise voltage test got failed previously due to a connection issue with the test key, molex connector and simvivo fixture used. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release to distribution. Based on returned product download section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 100mg/dl, 72mg/dl compared to readings of 180mg/dl, 180mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 100mg/dl, 72mg/dl compared to readings of 180mg/dl, 180mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.